Event description:
It was reported that a pump declared an altitude alarm, which led to an insulin suspension. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove an obstruction from the pump and to clean the speaker holes, but these steps did not resolve the issue, and the customer was unable to load a new cartridge. Consequently, technical support decided to replace the pump and cartridge. Instructions were provided for returning the faulty pump and for handling the replacement; a replacement pump was dispatched, and a follow-up confirmed these actions.